Manufacturer narrative:
A field service engineer was not dispatched. The customer found that the tubing from the erythrolyse pump, pm6, had popped off. The customer reattached the tubing and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak from the lh500 instrument. The volume of the leak was about 10 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.